Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a shaft kink occurred. The 90% stenosed, 15x5.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 5.0mm x 12mm quantum¿ maverick²¿ balloon catheter was selected for use and advanced to treat the lesion. However, the physician noted that the shaft was kinked 45cm away from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a fractured shaft.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in 2 pieces. The balloon was tightly folded, with blood in between the folds of the balloon. Microscopic examination and tactile inspection revealed a complete separation 53cm from the strain relief. There were numerous kinks in the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).